Event description:
During a cryoablation procedure, the user received system notice message 50005 (the safety system has detected fluid in the catheter and stopped the injection). The cryoablation catheter was replaced without incident and the procedure was completed and no adverse event occurred. When the device was returned, pressure testing revealed a leak through the guide wire lumen of the cryoablation catheter.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed blood between balloons. Smart chip ve rification indicated the catheter was used for 8 injections. The catheter failed the performance test due to system notice #50005 (leak detection) upon connection. Pressure test showed a leak through the guide wire lumen, however, the balloons integrity was intact, no breach observed. Dissection showed a guide wire lumen partial snapping at the coil at 1.04 inches proximal from the tip. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.